Manufacturer narrative:
(B)(4).

Event description:
It was reported to nuvectra that the stimulator and lead were explanted due to an MRI. There was no issue with the device. The device was working properly.